Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its incoming vxi test, which was then re-run before power-off at the end of the testing and it passed, so intermittent operation was noted. It was further noted that the lower case was broken. The device was to be scrapped in-house. (B)(4).